Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with unknown saline breast prostheses. Deflation of the right breast prosthesis was identified with visual examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 8/21/2018, mentor became aware that the patient underwent removal on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/7/2018, mentor became aware that suspect medical device was mentor memorygel breast implant 425 cc gel catalog: 3504251bc, lot: 7489735, sn: (B)(4). On 9/10/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 9/11/2018, mentor became aware that an ultrasound (8/28/2018) and MRI (8/31/2018) confirmed that there was no rupture. Fluid build up was diagnosed instead. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/25/2018, mentor became aware that the patient underwent primary augmentation with mentor gel devices on (B)(6) 2017 and developed a right side seroma that was diagnosed via us on (B)(6) 2018 and MRI on (B)(6) 2018. The patient had the fluid evacuated on (B)(6) 2018. The device was not ruptured and was left implanted. The seroma fluid was tested and returned negative for malignancy. Manufacturer¿s reference number: (B)(4).